Event description:
(B)(4). Implanted with essure device in 2006. I had severe cramping and heavy bleeding with menstruation. In 2010 I began having severe pain in my right side. After 2 ER visits, ultrasounds, x-rays, and a CT scan it was determined that I had a 3rd coil that had migrated, causing my pain. It required a hysterectomy to resolve the pain. I was hospitalized for 3 days and required a blood transfusion due to blood loss during surgery.

Event description:
(B)(4) still have bloating and full body joint pain on occasion. Currently pursuing testing to determine if fragments of essure left behind.